Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) reached over 380 mg/dl.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. The downloaded data shows that an 0x14 occlusion alarm was generated during the device's run. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was successfully delivered and the rerun data did not return the occlusion alarm that was present in the original data. No damages or defects were found during investigation that would contribute to the needle deploying early or the observed alarm.